Event description:
No additional information was provided.

Manufacturer narrative:
Two photos of a bulk non-sterile box were received by bd. A quality engineer was able to examine the photos from batch 3300774 regarding item 301073. Both images each from a different side show the box carton without any box label applied. One image shows the box number 318 in black print in the upper corner of the box. The condition observed is non-conforming per product specification. Potential root cause for the product label missing defect is associated with the bulk handling process. The following corrective action will be taken: the associates responsible will be re-educated to the proper procedure. Due: 12/31/2024 a device history record review was completed for provided lot number 3300774 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns label was missing. The following information was provided by the initial reporter translated from dutch to english: "we received 1 box without label. We suspect this is from reference (B)(4). However, we cannot accept this box. Will you come and collect the box or can we place it for destruction ourselves?"